Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. Currently the proximal neck is 25 mm in diameter and 30 mm in length with a 20 degree angle. The vessel tortuosity and calcification is mild. It was reported that a follow up CT scan noted 3cm of distal migration with no evidence of an endoleak. The aneurysm remains the same size as implant according to the physician. The physician stated that the cause of the migration was due to disease progression; aortic neck dilatation. The physician implanted a 28/28/70 endurant cuff and the migration was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).